Event description:
It was reported that when using the bd pyxis¿ es server, the medications were not detected on the system, and the user was unable to pull medication from two stations. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. E.1 initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was determined that the network connectivity issue occurred at the station, blocking communication between the station and the server. A technical support specialist (tss) confirmed that hospital information technology (it) successfully restored all previously offline servers on remote support service (rss). The tss dialed into the server and verified via services.msc that all bd services were up and running. Sql server management studio (ssms) was launched, and downtime queries confirmed that xml processing, heartbeat communication, and inbound usage services were functioning correctly with no disconnection flags. Server uptime was verified, and extract transform load (etl) jobs were confirmed to be running on a five-minute schedule and completing successfully without errors. System logs indicated successful data publication to active subscriptions. Tss health sight viewer (hsv) logins were successful, no devices remained in critical override, and real time communication with the server was restored. The customer confirmed the issue was resolved. The system functioned as intended when the hospital it resolved the issue.